Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, while sweeping the bile duct during the procedure, it was noticed that the balloon tip was damaged. Additional clarification to determine the damage to the balloon tip has not been provided. Reportedly, the device and duodenoscope were then removed, and the procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.